Event description:
It was reported that the pt was receiving no stimulation sensation. Caller reported in voice mail that "stimulator is not working". Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).